Event description:
Consumer complaint of erratic blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 70-100 mg/dl fasting. Verified the strips expire 06/30/2017. Customer confirms the strips are stored properly and were first opened the week of (B)(6) 2015. Customer performed back to back blood test, 154mg/dl and 156mg/dl fasting. Reviewed meter memory: 149mg/dl (B)(6) 2015 07:30:00 am fasting: yes; 125mg/dl (B)(6) 2015 07:35:00 am fasting: yes; 110mg/dl (B)(6) 2015 07:45:00 am fasting: no; 102mg/dl (B)(6) 2015 10:30:00 am fasting: no; 131mg/dl (B)(6) 2015 08:30:00 pm fasting: yes. No adverse event reported.

Manufacturer narrative:
Internal report no. (B)(4). Meter and test strips were evaluated with no defects found. Most likely underlying root cause of malfunction noted in the compliant: user had an inaccurate reference.